Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on september 30, 2013 due to pain and pseudotumor. The head, acetabular cup, and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-05021 / 05023).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2010. Subsequently, patient underwent a revision procedure on (B)(6), 2013 due to pain and pseudotumor. The head, acetabular cup, and taper adapter were removed and replaced. Additional information received from patient's legal counsel reports patient underwent a right hip revision on (B)(6), 2013 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, inflammation, damage to surrounding bone and tissue, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision in (B)(6), 2013 due to pain. Operative report noted the presence of a grayish-tan pseudotumor, a loose acetabular cup, and loose granulation tissue. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to pain and pseudotumor. The head, acetabular cup, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right hip revision on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, inflammation, damage to surrounding bone and tissue, and elevated metal ion levels.